Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent a breast augmentation revision surgery with implantation of a 225cc mentor memorygel breast implant prosthesis. Post-operatively, the patient experienced undisclosed health issues with bloodwork indicating positive for autoimmune diseases. No diagnosis has been provided. As a result, she underwent bilateral removal without replacements on (B)(6) 2022. During the removal procedure, the patient¿s right breast implant was found to be ruptured. No procedural delays or patient consequences were reported due to the discovered rupture. The date of event was provided to mentor as a best estimate. Several follow-ups have been conducted, and no additional information has been received. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the left breast prosthesis. Refer to manufacturing report number 1645337-2022-15155 for the contralateral event.